Event description:
Physician pre-dilated the vessel with a 20x12 maverick balloon. During the case they inflated the angiosculpt 5 multiple times with ranges in atm from 18-24. On the last inflation, the physician believed that the balloon had ruptured. The case was completed and the physician was happy with the outcome of the case. When the tech went to fill up the balloon, they were looking for a pinhole leak. However, they discovered that the shaft appeared to have ruptured. This was 4 inches from proximal to the balloon.

Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the information. The angiosculpt device was returned for evaluation . During the visual investigation, it was confirmed that the shaft burst approximately 9.5 cm proximal to the distal. The damaged area is approximately 1.5 cm in length. The user inflated the angiosculpt device multiple times above the rated burst pressure (rbp) of 16 atm. The angiosculpt ptca scoring balloon catheter instructions for use (IFU) lists under warnings to not exceed the rbp during inflation.